Manufacturer narrative:
61 -additional information can be found in the following sections: d10,g4, g7, h2, h3, h6, and h10. Intuitive surgical, inc. (Isi) has received the large needle driver instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a severely bent grip, causing a gap between the tips of the grips. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws. As a result of the bent grip, the instrument was found to have the carbide insert broken off from one of the grips. A missing piece, measuring approximately .069" x .110" was not returned. The brazing material seemed to be damaged. Based on the additional information obtained from failure analysis investigations, this complaint is being reclassified from a reportable to a non-reportable event due to the following: there is no evidence that the isi device caused or contributed to an adverse event or that the isi device malfunctioned in a way that could contribute to an adverse event if it were to recur. The reported event was secondary to misuse mishandling. Based on the device evaluation results, this MDR report is being retracted since the failure mode was found to due to user mishandling/misuse, and not due to a malfunction of the instrument.

Event description:
Refer to h10/h11 for additional information.

Manufacturer narrative:
The large needle driver instrument has not been returned to isi for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. Isi's advanced failure analysis team reviewed the photographic images and provided the following information: the carbide insert of the large needle driver instrument was identified to be broken and a piece was missing. This is not something that is seen very often but would likely be due to mishandling/misuse. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, a fragment from the large needle driver instrument broke off and fell inside the patient. Although, the fragment was retrieved without patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a fragment from the insert of the large needle driver instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure with a suction irrigator. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: it was reported that when the surgeon was trying to hold a needle with the large needle driver instrument, it was not working properly. At that time, the surgical technician removed the large needle driver instrument to inspect it. It was noticed that a fragment of the large needle driver instrument broke off and fell inside the patient. The instrument fragment was in the or staff's field of vision and the fragment was suctioned out with the suction irrigator. The surgical technician confirmed the following; there was collision of instruments, and the instruments were inspected prior to use. The site confirmed there were no fragments retained inside the patient. The planned surgical procedure was successfully completed and there were no intra-operative complications experienced by the patient. There is no video recording of the surgical procedure.